Manufacturer narrative:
A definitive root cause cannot be determined without receiving the actual sample packages to review/test, viewing photos of the surgical sites, receiving details of the procedures performed, surgeon''s technique, patient''s health history, past reactions to suture material, medications and other surgical materials, or receiving details of post-operative activities that may have affected the healing process. If photos or additional information become available, they will be reviewed, and the results will be included in the file. A follow-up report will be submitted at that time. A sterile sample from the finished good lot (ca19lft)was returned from the end user. The device was visually evaluated. No defects or abnormalities was observed on the package or the device. The device met all specification for this size pdo device.

Event description:
Dr. (B)(6) a plastic surgeon who uses quill and sharpoint has had 3 separate cases of patients with infections at the suture line. He has already had a infectious disease doc look at it and says it¿s a myco bacteria. They want to rule out the suture. Patients have not had any significant reactions to sutures in the past for those who had surgery before, only one had an adhesive allergy. Infections are confirmed. Their gram-stain is growing afb, cultures I do not believe are finalized right now but anticipated positive given the gram stain. We do have photos, pictures, and video of us removing sutures from the areas of concern. The first presented case so far is from surgery in mid november of last year.

Manufacturer narrative:
A review of the device history records for the reported lot and raw material components identified no quality issues during the incoming, manufacturing, in-process, sterilization, or final inspection processes. No additional complaints were received for the reported lots. The actual samples/packages or photos of the surgical sites were provided for review. If photos become available at a later time, they will be reviewed, and the results will be included in the file. A revised report will be submitted at that time. Two retained samples were visually evaluated and tested. No defects or abnormalities were observed on the devices or packages. The devices met all current specifications. Sterile samples from the finished good lot are being returned from the end user. The devices will be tested and the results will be included in a follow-up report. Adverse effects associated with the use of this device may include, wound dehiscence, failure to provide adequate wound support in closure of the site where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from conditions which may delay wound healing, infection, minimal acute inflammatory tissue reaction, localized irritation when skin sutures are left in place for greater than seven (7) days, suture extrusion and delayed absorption in tissue with poor blood supply, calculi formation in urinary and biliary tracts when prolonged contact with salt solutions such as urine and bile occurs and transitory local infection at the wound site. Infections, erythema, foreign body reactions, transient inflammatory reactions and in rare instances dehiscence are typical or foreseeable risks associated with any suture and hence are also potential complications associated with the device utilized for this procedure. Without receiving photos of the actual surgical sites/devices, results of the sterile device evaluations or receiving details regarding the pre-operative preparation of the devices, procedures performed, method utilized to secure the devices in the tissue/layer of tissue where the devices were placed, patient health history, quality of the tissue where the device was placed, post-operative activities that may have occurred that could have affected the healing of the incision, culture results or the surgeon¿s technique, a definitive root cause cannot be determined at this time.